Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 24-jun-2019 with the following findings: a review of the pump¿s black box showed a cs 064 call service alarm. During testing, the pump rewind, load and prime steps were performed successfully with no call service alarms occurring. The complaint of a cas 064 call service alarm issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm